Event description:
It was reported that premature battery depletion was observed on the device during remote follow-up. No intervention was performed; the patient was stable and there were no adverse consequences.